Event description:
An incident report was received from abbott personnel detailing the following: it was reported that during a procedure the hi-torque connect guide wire was used and at the end of the procedure when the device was being removed from the anatomy, the coating peeled away. It was noted that the coating layer remained in the anatomy and was removed using a snare. There was no reported adverse patient effect. There was a clinically significant delay in the procedure time reported, however, no medications was given. No additional information was provided.¿

Manufacturer narrative:
A batch history review was carried out which demonstrated no indication of manufacturing related defects on the guidewire that may have contributed to the event. The guidewire was manufactured to specification. No conclusion can be drawn as to what caused the polymer jacket to become dislodged as the guidewire involved in the incident was not returned and analysis was not possible. There was no reported adverse patient effect. There was a clinically significant delay in the procedure time reported, however, no medication was given. No additional information was provided. Analysis and conclusion: the batch history review demonstrated that the guidewire was manufactured to correct specification. All guidewires from the batch involved in the incident passed the post polymer sizing 100% adhesion testing. As the guidewire involved in the incident was not returned it is impossible to confirm or deny the polymer separation as described in the incident report, the extent of the separation remains to be unknown. Two samples of the same part number as that involved in the incident were examined, however, it is unknown if the attempts to recreate the peeling off of the polymer is comparable to the event that occurred in the field. Post market performance of the guidewire device does not indicate any concerning trends for this type of defect. No corrective action deemed necessary at present. This is the third occurrence of this failure mode reported.